Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had physical damage on the terminal end and insulation. Additional information indicates that the terminal pin had detached from the rest of the lead. There were no clinical observations noted as the ra lead was programmed off. This ra lead was surgically abandoned. No adverse patient effects were reported.